Manufacturer narrative:
(B)(4). Investigation result of tip bent. Investigation results: a wallflex biliary stent and delivery system was returned for analysis. The stent was received fully constrained within the delivery system. Visual analysis of the device found several bends along the outer sheath and in the stainless steel shaft of the handle. The tip of the delivery system was slightly bent. The diameter of the distal delivery system was measured and was found to be within specification. The damages noted with the device during analysis are consistent with the application of force during deployment attempts and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that wallflex¿ biliary rx stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent failed to cross the lesion. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the tip of the catheter was slightly bent.